Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a procedure to replace the related cardioverter defibrillator, it was observed that this right ventricular (rv) lead exhibited abnormal impedances. Subsequently, this lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. A request was submitted to the field to obtain the impedance value; however, this information was not provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that during a procedure to replace the related cardioverter defibrillator, it was observed that this right ventricular (rv) lead exhibited abnormal impedances. Subsequently, this lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. A request was submitted to the field to obtain the impedance value.